Manufacturer narrative:
H10: multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had touchscreen issues. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer was having issues with the touchscreen. The customer reported that a calibration was attempted, but then the calibration is gone when the device is turned off, and then back on. The customer was provided with the part number for a touchscreen replacement.